Event description:
It was reported by our sales rep that the attachment of the reported device has been broken off. Everything was fully removed from the surgery field. No consequences. A replacement was available.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis, and material analysis. Results: visual inspection: the tip of the returned instrument is broken at junction of hexagonal tip and cylindrical part of inner shaft. Machining lines are well visible on 8.5 mm diameter zone. Device history review: conformity of hexagon shape, functional testing, appearance and shape were checked on entire batch. No non conformities or deviations linked with reported event were noted during manufacturing process. Complaint history: (B)(4) complaints were received for breakages of the hexagon tip in this torque wrench. Material analysis: two instruments from prior complaints were sent to external and internal labs for analysis. The analyses demonstrated that the device failed as a result of a semi-fragile sudden rupture process initiated by an important notch effect. No anomaly of micrographic structure and chemical composition was discovered. Risk analysis: there were no adverse consequences reported. Conclusion: the reported breakage was confirmed and a non-conformance report has been initiated.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review: the device was returned for inspection and the event was confirmed. The received device is broken at the hexagonal tip. Specifically, the breakage occurred on the junction between the hexagonal and cylindrical parts of the inner shaft. Machining lines are visible on the 8.5mm part of inner shaft however they are not very deep. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. The results of the complaint history analysis for this same issue revealed a total 26 complaints involving 26 instruments received for torque wrench tip breakage on devices which were manufactured after an internal corrective action was initiated and implemented. This first CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change of the torque wrench to prevent tip breakage. An alternative link between the tube (outer shaft) and inner shaft without press fit pin and welding was implemented. A non-conformance was initiated following the recurrent issue of breakage of the hex tip of the xia 3 torque wrench which were manufactured after the initial CAPA was implemented. The torque wrench involved in the present complaint was manufactured after this CAPA and the observations made during inspection of the returned device let us to conclude that the present complaint enters into the scope of the non-conformance. Conclusion: the device failure directly caused the event and the instrument design contributed to this event. As this issue has been noted on previous complaints for this product since the design change, an internal non-conformance has been opened and an extended investigation via the non-conformance system is being conducted to address this issue.

Event description:
It was reported by our sales rep that the attachment of the reported device has been broken off. Everything was fully removed from the surgery field. No consequences. A replacement was available.